Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-02527, 02529.

Event description:
Allegedly pt. Had recurrent dislocations. The femoral head disassociated from the shell with the last closed reduction try. Low activity level.